Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that they were stuck in rewind complete and bolus delivery loop. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime at 2.5 pounds during prime test due to moisture damaged inside force sensor resistor. Device was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.